Event description:
I received breast implant augmentation. The product is mentor memory gel silicone implants. I have recently learned that these product are dangerous and life threatening and explains many of the health issues that I have been dealing with over the years. My surgeon who performed the operation has retired and he has no access to any medical records that are older than 10 years. FDA safety report ID # (B)(4).